Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set cracked. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer name: replace baxter healthcare corporation with baxter international inc. The device was received for evaluation. A visual inspection with the naked eye noted a crack on the light blue main body of the transfer set. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause could be if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.